Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose was 162 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not available for evaluation.

Manufacturer narrative:
On 1-23-2025, the following information was reported: it was reported that a cartridge alarm occurred during the load sequence. B3, d1, d2a, d4 (catalog number, serial number, unique identifier), h4, h6 (remove code 1503, add code 1384) on 1-23-2025, the following information was reported: it was reported that a cartridge alarm occurred during the load sequence. B3, d1, d2a, d4 (catalog number, serial number, unique identifier), h4, h6 (remove code 1503, add code 1384).